Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, the patient with this right ventricular lead presented to the emergency room with a bradycardia rate and no ventricular capture. An x-ray image confirmed the lead had dislodged. The patient immediately underwent intervention to reposition the product. Lead successfully repositioned and remains implanted and in service with no additional adverse effects reported.